Event description:
It was reported that the syringe 1.0ml 30ga 1/2in uf 10bag 500cs during was found to have difficulty with the plunger. The following information was provided by the initial reporter: verbatim: issue(s): plunger moves on it own when drawing into syringe the 2nd insulin. It presses out the insulin back into the vial. Consumer has been mixing n & r insulin within 1 syringe and not placing air into the vials.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 5 march 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8204530. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200770605] noted that did not pertain to the complaint.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the syringe 1.0ml 30ga 1/2in uf 10bag 500cs during was found to have difficulty with the plunger. The following information was provided by the initial reporter: verbatim: issue(s): plunger moves on it own when drawing into syringe the 2nd insulin. It presses out the insulin back into the vial. Consumer has been mixing n & r insulin within 1 syringe and not placing air into the vials.